Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient with this pacemaker experienced pacemaker-mediated tachycardia (pmt) episodes. Technical services (ts) discussed that the pmt appeared to be atrial-driven. No adverse patient effects were reported. Additional information was received that this device was prophylactically explanted. No adverse patient effects were reported. This device has been received for analysis.